Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Three images were provided for review. The first two are non-subtracted angios, dated (B)(6) 2021, and are immediately post-procedure; they show an lvis assisted coil embolized basilar tip aneurysm with lvis extending from basilar to left pca. Aneurysm is occluded and all other visualized vessels are patent; the lvis is fully opened. The third image is a non subtracted angio from (B)(6); the stent is occluded at its proximal aspect. The cause of the occlusion is not apparent on the images. Without the return and physical evaluation of the device, the investigation is unable to determine if a condition existed that would have caused or contributed to the reported event. At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria.

Event description:
It was reported that a patient who had an lvis evo stent implanted to treat a basilar tip aneurysm returned to the hospital in emergency condition 11 days post procedure. The lvis was occluded and the vessels were not able to be opened. The patient was reported to be on dapt therapy. The effectiveness was stated to be tested. The research revealed a plavix resistance, "probably additionally a reduced asa responsiveness." Unfortunately, it was not possible to confirm it with a second test because the patient had already been switched to reduced therapy and the asa medication had been discontinued. The patient is now in a nursing home.